Manufacturer narrative:
(B)(4).

Event description:
The upper jaw of the device broke during the procedure. A small fragment of the device broke off from the upper jaw of the device and was retrieved during primary procedure. Application of excessive torque by the surgeon may have contributed to the break.